Event description:
The customer observed false reactive architect hiv ag/ab results generated on the architect i2000sr instrument for one patient. The following data was provided: sid (B)(6) initial result on sn (B)(4) 1.13 s/co, repeated after centrifugation 1.25 / 1.35 / 0.91 / 1.04 / 0.83 s/co. The customer performed two replicates of the same sample on two different architects and the results were 0.16 / 0.20 / 0.18 / 0.33 s/co. The customer performed further repetitions of the sample on sn (B)(4) obtaining reactive values 1.26 / 1.26 / 1.24 / 1.17 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and while performing troubleshooting discovered a ring and dirt on the vortexer3. The cleaning and lubrication of the vortexer, stabilized was determined the issue resolution. The module function was verified with a control/precision run. The service history of the (B)(6) verifies no subsequent issues have been reported related to false reactive hiv results post service intervention. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting the vortexer, stabilized including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. Based on all reviewed data, a product deficiency was not identified.